Manufacturer narrative:
No additional information was received. The device was received for evaluation. The top case corners were chipped, cracked bottom case with damaged gasket, both plunger cases cracked. There were no alarms in event history log (ehl) relating to reported problem. A syringe test was performed, checked and tested all pump sensors; the reported problem was not duplicated. Root cause cannot be determined. A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. The customer's reported issues was not duplicated and all functions are within specifications. No actions were taken for reported problem since no problem was found. Performed regular annual preventive maintenance, calibration, occlusion test and all functional tests passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the device was not recognizing the syringe upon use. No patient injury was reported.